Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv experienced component separation. The following information was provided by the initial reporter: customer reported bd alaris pump infusion set ref (B)(6) came apart below one of the claves when priming normal saline.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of tubing coming apart below one of the claves could not be verified due to the product not being returned for failure investigation. Device history record review for model 2426-0007 lot number 23029174 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv experienced component separation. The following information was provided by the initial reporter: customer reported bd alaris pump infusion set ref 2426-0007 came apart below one of the claves when priming normal saline.